Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified based on the results of the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the during a therapeutic peroral endoscopic myotomy (poem), the tip of the triangle tip knife of the subject device was burnt off. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections. Corrected fields: h7, h9.

Event description:
It was reported the during a therapeutic peroral endoscopic myotomy (poem), the tip of the triangle tip knife of the subject device was burnt off. The procedure was completed with a similar device. There were no reports of patient harm.